Event description:
It was reported to gems that when maneuvering the amx 110, the unit suddenly accelerated backward, pinning the technician against the wall. According to the technician, this collision strained their wrist and bruised their abdomen. Currently, this device has reached its end of life and is no longer supported by gems parts or service. In this instance, the device was taken out of service.